Manufacturer narrative:
(B)(4). Initial reporter: (B)(6). Event site name exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoview hemopro 2 is faulty. The scope couldn¿t go inside as the shaft is damaged. There was an attempt to troubleshoot, however, another device was required. No harm was reported. There was delay.